Event description:
It was reported that a connection shield was found with inadequate iodine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the device was received for evaluation. A visual inspection confirmed the reported condition. There were two holes found in the pouches which would cause the sponges to dry up. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause for the reported problem was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.